Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. Boston scientific technical services (ts) ran the replacement interval tool, and device replacement was recommended. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device and it was confirmed that there was an increase in power consumption. In addition, it was observed that this device is also a high rate of atrial sensing. Boston scientific technical services (ts) ran the replacement interval tool, and device replacement was recommended. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device and it was confirmed that there was an increase in power consumption. In addition, it was observed that this device is also a high rate of atrial sensing. Boston scientific technical services (ts) ran the replacement interval tool, and device replacement was recommended. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.